Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and prolonged hospitalization. During an idvt case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The catheter was taken out; however, the blood pressure was still low. The pericardial effusion (pe) was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 200cc of fluid was removed. The patient was reported to be in stable condition and their blood pressure is back to normal. Additional information was received which indicated that a transseptal puncture was performed. Ablation was performed before noting the pe. The physician's opinion on the cause of the adverse event was procedure related. The right ventricle (rv) catheter "perfed" (non-biosense webster catheter). The ablation catheter was not inside the rv. The patient improved and required extended hospitalization. The patient had a drain left in overnight and was removed on (B)(6) 2024. They are being cared for as an in-patient until the next day.